Event description:
"The doctor has complained about the compression drivers in the twf system. They do not seat properly and he believes this is causing micro-movement." On (B)(6) 2013 additional information was received. The reporter stated the patient had a removal surgery and developed soft tissue irritation and had an infection. On (B)(6) 2013 the physician stated: "the patient underwent a removal of the total wrist fusion system plate because the x-ray showed the lock screw had come off the plate. The screw cap was in the soft tissue and was removed. The patient had an incisional infection which was "due to her being immune compromised due to her lupus." He stated he felt" this patient had previous medical conditions and the issues experienced by her were due to her medical conditions." The doctor stated he had no issues with the twf system including the plate but it was removed because the patient's bone had fused. The doctor stated he felt "the locking screw did not seat properly which was what caused the micro-movement of the plate."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.